Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. H10: interrogation of the pump upon receipt indicated the pump was used to deliver dilaudid 15mg/ml at 3.150 mg/day and bupivacaine 10mg/ml at 2.100 mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated the system was explanted on (B)(6) 2021 and would not be replaced in the future. The return status of the pump was asked but unknown and the catheter was discarded. It was further reported the patient was told that her pump stopped working after a hysterectomy in (B)(6) of 2019 and was subsequently put on oral medication. She later had her pump interrogated after hearing the critical alarm two months later and the pump was working the whole time. However, it had gone empty and so she decided not to get the pump refilled anymore because of the rollercoaster like ride she had been on with it and the uncertainty of the pump accuracy. Regardingenvironmental/external/patient factors that may have led or contributed to the issue, it was reported the patient was told that the hysterectomy damaged the pump, but she did not know who the person was that told her that. Diagnostics/troubleshooting performed included interrogation and logs were pulled in (B)(6) 2019 by a rep. The pump was explanted after not being used for about 27 months. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump had been empty since (B)(6) 2019 and they were going to have the pump removed. It was noted that they hadn't been getting relief from the pump. No troubleshooting was performed. The caller was redirected to bring their concerns to the patient's health care professional (hcp). No further complications were reported.